Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, a catheter was placed on (B)(6) 2013. The patient tore his catheter. The end with the balloon is broken and remained in the bladder. The patient had to be transferred to another health facility (in urology) for removal of the foreign body by cystoscopy. The patient subsequently died. The incident of the catheter is not the cause but a comorbidity.